Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their dentist informed them that they should not continue with the byte aligners for upper and lower teeth. The dentist made the decision since treatment has been ongoing for over 4 years without achieving the results promised. The patient will seek a different route for their orthodontic needs. A letter of recommendation was provided. This is a contraindicated patient.